Manufacturer narrative:
Philips service suggested monitor replacement; the device was not returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the monitor displayed no image during use, and a faulty monitor was confirmed on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.